Event description:
It was reported that a vns patient was explanted due to a lead fracture. The patient was also explanted due to normal eos of the generator. Good faith attempts to obtain product return and additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.